Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no reported impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.